Event description:
Pt developed "burns" from defibrillator pads after cardioversion. Same type of incident occurred the day before. Hewlett-packard and agilent tech, inc were contacted. A rep from hewlett-packard visited the hospital and inspected the equipment. Replaced the old pads with new pads but felt there was no medical equipment malfunction. They felt pts were just having a skin reaction. Agilent technologies sent some literature regarding the "burns". All of this info has been reviewed with the staff.